Event description:
N/a

Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. The article concluded the use of covered stents was safe and effective in this small case series.

Event description:
Article: chamie, f. E. (2015). Use of covered stents in the treatment of aortic coarctation. Rev bras cardiol invasiva, 139-144. Purpose: to describe experience with the use of covered stents to treat coarctation of the aorta in children and adults. Per the article adverse events included re-coarctation and tissue proliferation.

Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. The article concluded the use of covered stents was safe and effective in this small case series.

Event description:
Article: chamie, f. E. (2015). Use of covered stents in the treatment of aortic coarctation. Rev bras cardiol invasiva, 139-144. Purpose: to describe experience with the use of covered stents to treat coarctation of the aorta in children and adults. Per the article adverse events included re-coarctation and tissue proliferation.